Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that the lvp (large volume pump) free flowed. The dexmedetomidine bottle was hung with new tubing on a newly attached pump module. The module was programmed correctly with a dose of 0.2 mcg/kg/hour. After a few minutes, the healthcare provider noted the patient appeared to be unusually sedated. When the IV pump was checked, it showed only 0.6 ml of the dexmedetomidine had infused but the bottle was nearly empty. It is estimated that the patient received approximately 75 ml of the medication over a 20 minute period. Upon discovery of the event, the healthcare provider immediately disconnected the IV tubing from the patient and notified the charge nurse. The patient tolerated the bolus dose without a drop in heartrate or blood pressure. The tubing was removed from the module and reinserted but no problem was noted at this time. The programming was checked and verified that it was correct for the ordered dose. With the IV disconnected from the patient, the pump was restarted with the same tubing in the module and retested the system with the same programming and it appeared to run at the appropriate 3.16 ml/hour.

Event description:
It was reported that the lvp (large volume pump) free flowed. The dexmedetomidine bottle was hung with new tubing on a newly attached pump module. The module was programmed correctly with a dose of 0.2 mcg/kg/hour. After a few minutes, the healthcare provider noted the patient appeared to be unusually sedated. When the IV pump was checked, it showed only 0.6 ml of the dexmedetomidine had infused but the bottle was nearly empty. It is estimated that the patient received approximately 75 ml of the medication over a 20 minute period. Upon discovery of the event, the healthcare provider immediately disconnected the IV tubing from the patient and notified the charge nurse. The patient tolerated the bolus dose without a drop in heartrate or blood pressure. The tubing was removed from the module and reinserted but no problem was noted at this time. The programming was checked and verified that it was correct for the ordered dose. With the IV disconnected from the patient, the pump was restarted with the same tubing in the module and retested the system with the same programming and it appeared to run at the appropriate 3.16 ml/hour.

Manufacturer narrative:
Device history review: a review of the device history record showed the device had a manufacture date of 08/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. The root cause of the customer¿s report that the lvp (large volume pump) over infusion was not identified in this investigation. The customer¿s report that the lvp (large volume pump) over infusion was not replicated during testing.